Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events, including fingerstick-confirmed values in the 50s for approximately 10¿15 minutes, while using the ilet, which was observed to suspend insulin appropriately and remain in its learning period. Symptoms included hypoglycemia. Outcomes included self-treatment with food and return to normoglycemia without professional medical intervention. Investigation included review of device data and troubleshooting with education on treating lows and monitoring downward trends. Investigation of this case revealed that the device was functioning as designed with automated insulin suspension during falling glucose. It was concluded that the cause of hypoglycemia was unclear and that no device malfunction was identified.